Manufacturer narrative:
(B)(4). Date sent: 3/5/2024 d4: batch # 564c73 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the device become damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 564c73, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device would not fire and making an unusual click/grinding noise. They changed staple load and it did the same thing. Got a new device to finish case. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # 564c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 564c73, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide additional information on clicking noise did it occur during opening, closing, articulating or firing? The surgeon told me that this clicking/grinding noise occurred during firing.